Manufacturer narrative:
Salloum, naji c., et al. ¿sustained remission in patients with treatment-resistant depression receiving vagal nerve stimulation: a case series.¿ brain stimulation, vol. 10, no. 5, 2017, pp. 997¿1000., doi:10.1016/j.brs.2017.06.001.

Event description:
An article was reviewed which studied sustained remission in vns patients with treatment resistant depression. The article described a patient who was in remission after 6 months of implant but relapsed 3 years later due to vns battery expiration. The battery was replaced at month 44 and the patient returned to remission. Further follow-up with the study¿s author found that the battery failure was expected battery depletion and it appeared that the patient¿s replacement occurred sometime in 2016. However the exact date of replacement has not been obtained to date. No additional relevant information has been received to date. The article also references a patient experience from a previous studied entitled "vagus nerve stimulation for depression: a case of a broken lead, depression relapse, revision surgery, and restoration of patient response." This event was previously captured in mfg. Report #1644487-2009-00203.